Manufacturer narrative:
MFR report # 3004123209-2022-00175 was sent in error. The complaint is considered not reportable.

Event description:
A distributor contacted heartsine to report that a customer¿s device has audio that needs repair. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a customers device has audio that needs repair. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.